Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the optic torn, haptic torn, the lens having foreign material on lens surface (clear residue), and the tear runs through the haptic and optic. (B)(4).

Manufacturer narrative:
PMA 510(k):- this product was not manufactured in the u.s. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2mm implantable collamer lens with a -18.0/4.0/91 diopter into the patient's left eye (os) on (B)(6)2017. The lens was exchanged for a shorter lens on (B)(6)2017 due to excessive vaulting and the problem was resolved.